Manufacturer narrative:
The device was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1.number of persons adversely affected: 00.actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. The interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system was unable to perform 3d image acquisitions. It was reported that the interface (umbilical) cable was reseated without resolution, as a frame rate error message appeared after half the image acquisition was performed. Reseating the interface (umbilical) cable and restarting the imaging system restored functionality. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on patient outcome. No additional information was provided.